Event description:
It was reported that prior to the start of a da vinci-assisted distal gastrectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c-33 occurred on erbe integrated electrosurgical unit (iesu) during procedure preparation. The customer performed a power cycle and a hard cycle on the iesu, but the error persisted. The iesu was connected to a power strip, and it could not be connected directly to the wall outlet. The customer would try to connect the iesu to a single extension cord. Because the error might still allow use but could potentially prevent proper operation, the tse advised preparation of a backup external electrosurgical unit for use if needed. The surgeon said that if the iesu could not be used, the procedure would be performed laparoscopically. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.